Manufacturer narrative:
Investigation evaluation: during the initial evaluation, it was confirmed that the snare wire was frayed and that one of the strands of the braided cable is protruding at the tip of the snare. The product was returned to the approved supplier for evaluation. The supplier provided the following information on 01/25/2016: initial evaluation of the device confirms the complaint that the snare loop wires are frayed at the distal tip. However, the evaluation could not determine when or how the wires became frayed. The device history records for the packaging work orders were reviewed. The lot was manufactured in july of 2015. No relevant defects were noted in the records. As a follow up, the supplier determined that the snare wire was formed at the approved supplier. There were no relevant non-conformances noted. The customer experienced issue of "frayed wires after use" was confirmed. However, the root cause of this issue was undetermined since it is unknown how much power was applied to the device during use. The customer did not indicate that the device was received with frayed wires. No corrective action will be implemented at this time. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. Prior to distribution, all acusnare polypectomy snare soft are subjected to a visual inspection and functional test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered remote. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Manufacturer narrative:
Investigation evaluation: during the initial evaluation, it was confirmed that the snare wire was frayed and that one of the strands of the braided cable is protruding at the tip of the snare. The product was returned to the approved supplier for evaluation. To date the evaluation is still on-going. Once additional information has been received, a follow-up report will be provided. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: we cannot adequately determine a root cause at this time because the investigation is still in process at our approved supplier. Prior to distribution, all acusnare polypectomy snare soft are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered remote. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Investigation evaluation: during the initial evaluation, it was confirmed that the snare wire was frayed and that one of the strands of the braided cable is protruding at the tip of the snare. The product was returned to the approved supplier for evaluation. To date the evaluation is still on-going. Once additional information has been received, a follow-up report will be provided. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: we cannot adequately determine a root cause at this time because the investigation is still in process at our approved supplier. Prior to distribution, all acusnare polypectomy snare soft are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered remote. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During a colonoscopy with polypectomy procedure, the physician used a cook acusnare polypectomy snare soft. While performing a polypectomy, after the first pass with the snare, upon removal to clean the snare, it was noted that the tip was burnt and had an exposed wire.